Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported endophthalmitis forty days following an intraocular lens (iol) implant procedure.

Manufacturer narrative:
The product investigation could not identify a root cause. Information was provided that the event occurred 40 days after the surgery. (B)(4).